Event description:
This patient 9age and gender unknown) was presented to the interventional lab for repair of the common iliac artery. The vessel was described as mildly tortuous with no calcification. The length and diameter of the lesion are unknown. The product appeared intact when it was taken from packaging and appeared normal during prep. There is no information as to where the physician made access to the patient or if there was any difficulty accessing thelesion with guidewire. The information states that after placing the balloon at the lesion, the balloon ruptured at 2 atmospheres upon inflation with an indeflator. The balloon was safely removed and another balloon was used to complete the procedure. There was no reported injury to the paitent. The product will not ber returned for evaluation and testing.